Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was a failure of the right atrial lead several year ago. High impedance, oversensing, multiple inappropriate shocks, and lead fracture were also reported. Device was programmed to a single chamber mode at that time. The atrial lead was explanted and not replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was a failure of the right atrial lead several year ago. High impedance, oversensing, and lead fracture were also reported. Device was programmed to a single chamber mode at that time. The atrial lead was explanted and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned to the manufacturer in segments. Analysis was performed with no anomalies found. Analysis found all conductors distorted, blood in all conductors on the helix, all insulators breached cut and a white substance on the outer insulation. (B)(4).